Event description:
The manufacturer received an innospire essence device for evaluation due to a report "wires shorted". There was no patient involvement reported. Upon receipt, the manufacturer noted physical damage to the ac power cord, with exposure to the conducting wires. There was no evidence of thermal damage. Although the root cause of the observed damage was not confirmed, this type of damage is typically a result of the ac power cord being subjected to forces beyond intended design. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back up device for respiratory delivery if this device is not operable. The user is also cautioned that the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, users are advised to contact philips respironics customer service for replacement (there is no service option). The manufacturer will continue to monitor the complaint records for similar reported failures. Based on the available information, the manufacturer concludes no further action is necessary.